Manufacturer narrative:
The manufacturer previously reported the ventilator's software was reloaded to address a ventilator inoperative alarm condition. During further evaluation the device failed to power on. The system board was replaced to address the issue. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to the u1 internal capacitor being out of tolerance.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software was re-loaded to address the issue.